Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic with signs of hemolysis including elevated lactate dehydrogenase (ldh) and pump parameters. The patient was non-compliant with taking medications which led to a subtherapeutic inr. The patient was admitted into the hospital and was given tirofiban to treat the hemolysis. The patient was not a candidate for a pump exchange due to their history of non-compliance with regards to medication and dressing changes, and would continue to be monitored.

Manufacturer narrative:
The patient remained ongoing on pump support until they expired on (B)(6) 2017 due to a hemorrhagic stroke. The pump was returned and evaluated under medwatch MFR report # 2916596-2017-02233. The pump was returned assembled with the driveline severed approximately 6 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the pump upon disassembly revealed a dark red, flat, tissue-like thrombus formation on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were denatured, indicating that it was present while the pump was operating. The origin of the formation and duration of time for which it was present within the device could not be determined. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s signs of hemolysis. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.